Event description:
It was reported that blood was splattering from the sensor. The customer was advised to remove the sensor and apply pressure on the site, to stop bleeding. The customer stated that there was blood inside the transmitter. The customer's blood glucose was 458 mg/dl. The customer delivered 8.6 units of bolus with the insulin pump. The customer stated that the insertion site was actively bleeding and they had not noticed the bleeding until twenty minutes prior to the phone call. The customer stated that blood was visible on the sensor connector. The sensor was inserted on the right side of the abdomen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required as customer did not return the insertion needle.